Manufacturer narrative:
(B)(4). Device manufacture date: august 19, 2014 - august 20, 2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed the presence of a black spot, approximately 0.25 square mm in size, located on the exterior surface of the tubing. The particulate matter was found to be outside the fluid path. The black spot appeared to be ink. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The event occurred in 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black dot on the tubing of a large volume intermate. It is unknown whether the dot was on the inside or the outside of the tube. This was discovered before use of the device. There was no patient involvement. No additional information is available.